Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a removal procedure in the lumbar spine for treating ossification of posterior longitudinal ligament (opll) on (B)(6) 2021. During the procedure, the tip of the t20 screwdriver was stripped, the tip of the xpdm poly screwdriver chipped and the viper2 ratchet handle broke. It was confirmed that no fragment was left in the patient¿s body. The procedure was completed using replacement instruments. The patient outcome was stable. No further information is available. This report is for one (1) viper2 ratcheting modular than. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual analysis of the returned sample revealed that viper2 ratcheting modular no visual issues were identified. The dimensional inspection was not performed due to alleged complaint condition. The observed condition of viper2 ratcheting modular than in the device was not consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for viper2 ratcheting modular than. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :a review of the receiving inspection (ri) for viper2 ratcheting modular than was conducted identifying that lot number gb0510 was released in two batches. Batch1: lot qty of units were released on (B)(4) 2010 with no discrepancies. Batch2: lot qty of units were released on (B)(4) 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.